Manufacturer narrative:
Patient information is currently unavailable. Unique device identifier - (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board and the consolidated ventilator interface board were replaced.

Event description:
The hospital reported that, during a case, the unit stopped functioning. There was no reported patient injury.